Event description:
The device was used during an unspecified procedure. Reportedly, the anvil disengaged from the center rod. The surgeon performed a colotomy to remove the anvil. The hospital has reported that the pt's status is satisfactory.